Event description:
(B)(4). I recently in (B)(6) 2013 had the essure procedure done. I went to my 3 month check up to find out that only one side of my fallopian tubes were blocked. I was never contacted afterwards but told that the other side would close within the next couple months. I now, 1 1/2 years later, am pregnant. Not only am I finding out this shocking, but at the same time exciting news, but also finding out that the essure coil is no longer located in my fallopian tube. I have been informed that during my ultrasound, to check and make sure I didn't have an eptopic pregnancy, they saw that the device is now floating in my uterus, along with me being pregnant! So what does that mean?? Apparently, there are no reported cases of a pregnancy with the essure device in the uterus. So how I am supposed to move forward? I have been given no information that can help me and my family make a safe decision? Aborting the pregnancy is not an issue, but at the same time, there is the unknown if I carry the child. My doctors haven't been able to give me answers to any questions I have had. One had said I will be fine to carry the child, where reported cases of women getting pregnant with the iud have been successful. Others say I risk the case of getting an infection, where if this happens, the pregnancy will have to be terminated and could possibly be fatal to me. I still have two small children at home to think of as well as a husband. If im at risk of losing my own life- I would like to know these things now. The thought of something happening to myself or my unborn baby is unbearable. There has to be someone out there with answers and/or a way to get this product off the market.